Event description:
Case report from (B)(6) reported as: "there was the prediction to use two prostheses of 36x200. When the first device was tried to be expanded the proximal portion did not respond to the release mechanism. Finally after 1 h and 25 min, after doctor (B)(6) tries to forcibly retract and push the device in an attempt, he could release the device, however, these attempts have caused the prosthesis to migrate. Afterwards, the physician implants other 2 prosthesis to repair the migration and the aorta disease. The other 2 devices worked correctly." Outcome of the pt: "pt was not harmed."

Manufacturer narrative:
Conclusion: in conclusion, the device returned was tampered with and missing key components to the investigation of this failure. Additionally, the case images received, showed some independent movement of the clasp with relation to the tip, but the freeing of the stent-graft was not captured in any of the images. With the information available, it is impossible to determine or reproduce the failure mode of this case. Therefore, the root cause of this complaint is inconclusive.